Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer found that the rinse mechanism nozzle was stuck, the main pump pressure was high, and the rinse volumes were incorrect. He adjusted the main pump pressure, reseated and cleaned rinse nozzles on the rinse mechanisms, and adjusted rinse volumes. He ran a blank cell measurement, calibration, qc, and precision, which all passed. The customer performed patient correlations and verified that the results were within criteria. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable high calcium gen.2 results from the cobas 8000 cobas c 701 module. An example was an initial result of 11.8 mg/dl, and a repeat result of 9.3 mg/dl. The repeat result from another cobas c701 analyzer was 8.9 mg/dl. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.

Manufacturer narrative:
The cobas 8000 cobas c 701 module serial number was (B)(6). The investigation is ongoing.